Event description:
It was reported to the MFR that the strecther did not function as intended while attempting to use the manual release. An emt reportedly strained their back. To date, no further details have been provided to the MFR.